Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an "error 80" message. The user powered down the monitor, and upon powering back up, the error message was no longer visible. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.